Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they had a low reservoir warning. Blood glucose was in the 600mg/dl range and treated with manual injection. The customer was in the hospital for a couple. Went in through the emergency room. The customer reported that screen is damaged. The customer was able to rewind pump. Customer had been hospitalized due to high blood glucose over 600mg/dl on (B)(6) 2018. Patient's current blood glucose was 121 mg/dl. The customer had nausea, vomiting and abdominal pain. The customer was unsure if wearing the pump at time of hospitalization. Also blood glucose was 177mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with small ink blots and bleeding at the display. The device was received with all operating currents within specification; it passed functional testing including the rewind test, basic occlusion test, occlusion test,prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The device was received with minor scratched display window and case.